Event description:
It was reported that there was an over infusion of tpn- clinimix e with standard electrolytes infusing as a secondary infusion. The medication was intended to infuse at 83ml/hour over 12 hours and began at 8:00am. However, the 2000ml bag was reportedly found to be empty within 2 hours and 41 minutes. The customer indicated the pump did not alarm. The patient experienced hyperglycemia following the event. The hyperglycemia was treated with sliding scale insulin per report.

Manufacturer narrative:
Additional information: imdrf annex a code. Note that this report lists imdrf annex a040502 code not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that there was an over infusion of tpn- clinimix e with standard electrolytes infusing as a secondary infusion. The medication was intended to infuse at 83ml/hour over 12 hours and began at 8:00am. However, the 2000ml bag was reportedly found to be empty within 2 hours and 41 minutes. The customer indicated the pump did not alarm. The patient experienced hyperglycemia following the event. The hyperglycemia was treated with sliding scale insulin per report.

Manufacturer narrative:
Correction: describe event or problem, unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of tpn- clinimix e with standard electrolytes. The medication was intended to infuse at 83ml/hour over 24 hours. However, the 2000ml bag was reportedly found to be empty within 2 hours and 41 minutes. The patient experienced hyperglycemia following the event. The hyperglycemia was treated with sliding scale insulin per report.

Event description:
It was reported that there was an over infusion of tpn- clinimix e with standard electrolytes infusing as a secondary infusion. The medication was intended to infuse at 83ml/hour over 12 hours and began at 8:00am. However, the 2000ml bag was reportedly found to be empty within 2 hours and 41 minutes. The customer indicated the pump did not alarm. The patient experienced hyperglycemia following the event. The hyperglycemia was treated with sliding scale insulin per report.

Event description:
It was reported that there was an over infusion of tpn- clinimix e with standard electrolytes. The medication was intended to infuse at 83ml/hour over 24 hours. However, the 2000ml bag was reportedly found to be empty within 2 hours and 41 minutes. The patient experienced hyperglycemia following the event. The hyperglycemia was treated with sliding scale insulin per report.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer? , imdrf annex a,g,b,c,d codes , remedial action required, remedial action # and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion was not replicated during extensive laboratory testing. However, it is believed that the dried fluid ingress observed on the module mechanism assembly¿s upper occluder may have contributed to the reported event. Testing of the upper occluder observed the device with excessive air bubbles when an administration set (installed in the module) was connected to a pressure system configured to maintain 15 pounds per square inch (psi) at the drip chamber. The expectation for this test is that no excessive bubbles are observed. Laboratory testing found the suspect pump module with no observed periods of unregulated flow. Testing also consisting of idle door closed state to verify no fluid flow was observed, as expected. Multiple areas of brown dried fluid residue were observed on the module¿s set loading area and under the membrane frame assembly. Internal inspection of the pumping mechanism observed the top occluder slot/grooves and surrounding areas with evidence of dried fluid ingress. It should be noted that the bezel and its membranous cover assembly are not sealed, and directions for use alaris¿ system (with alaris pc unit, model 8015 v9) contain the following information pertaining to cleaning of the device: keep instrument upright and do not allow any part of the instrument to become saturated with or submersed in fluid during cleaning. Do not allow cleaning solutions to collect on the instrument because residue could cause moving parts to become sticky and hinder their operation over time. Do not use compressed air to dry the instrument; the use of air could force fluid into the instrument. The set loading guide for the alaris pump module contains information on properly loading the pump module. IV sets that are improperly loaded can be damaged, resulting in a leak, and fluids can enter the bezel area. Certain fluids such as viscous solutions containing sugars can solidify on the occluder causing them to stick which can result in over infusion of medication. The alaris¿ system with guardrails suite mx user manual (v9.33) contains the following information: do not allow cleaning solutions to collect on the instrument. Residue buildup might cause the moving parts to become sticky and hinder their operation over time. Fully inspect the instrument during each cleaning. Look for any visible external damage such as a cracked or broken door, handle, or latch. Open the door of each pump module and inspect the platen and hinge for cracks or other damage. Do not use a device with any damage. Send it to biomedical engineering for repair. Inspection of the returned administration set did not observe any anomalies. On (B)(6)2024 at 8:35 pm, the module was selected for programming, the rate was updated to 83ml/h with a vtbi of 2000ml and the infusion was started. Pvi 31911.5 ml (accumulation from previous infusions) at 11:15 pm, the module was paused, the module was restarted ten (10) minutes later. On (B)(6) 2024 at 12:17 am, the unit was channeled off and the system powered off. Pvi was recorded as 32203ml. Calculated volume infused for the reviewed infusion was 291.5ml. A review of the pcu and pump module error logs showed no records associated during the reported timeframe. Inspection of the suspect pump module observed third-party parts. A medical device safety alert was sent out on 7 february 2022, warning customers to only use bd-approved parts when performing corrective maintenance or repairs. The use of third-party parts can affect the safety and efficacy of the bd alaris and alaris devices, leading to device failure, patient injury, or even death. Bd recommends the use of bd-manufactured parts in the safe and effective operation and maintenance of the alaris system. Third-party parts have not been validated by bd for safety and efficacy with alaris system products. The bd alaris system with guardrails suit mx user manual addendum contains information related to inspection requirements and cleaning. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable cause of the reported over infusion is being attributed to fluid ingress on the pump module upper occluder. Internal inspection observed dried fluid residue on the upper occluder and throughout the pumping mechanism. Note that this report lists imdrf annex a1801, g04067, g02017, c0601, d01, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.